Event description:
The patient experienced intermittent stimulation when the implantable neurostimulator was turned on. The device moved around in the pocket and stimulation would turn on when it was pressed upon. Impedances were greater than 3600 ohms on some of the electrodes when tested at an amplitude of 0.4-0.5 volts. Additional information has been requested. A follow-up report wil be submitted if additional information becomes available.